Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted pacemaker system had stored pacemaker mediated tachycardia (pmt) episodes, the right ventricular (rv) lead threshold measurements had increased from 1v to 2.5v, and the right atrial (ra) lead exhibited variable low p-waves ranging from 0.3 to 1.5 mv at the one-week post-operative check. P-waves were previously 3.7 mv the day after implant. There was ra non-capture concerns and threshold testing was performed in both bipolar and unipolar. It was difficult to confirm capture due premature atrial contractions (pacs), however loss of capture (loc) was observed via ra threshold testing at 0.7v in bipolar and 0.5v in unipolar. Technical services (ts) discussed troubleshooting options and programming considerations. Ra trend was kept on to monitor ra threshold measurements, and rv was programmed to auto to ensure capture. This pacemaker remains in service. No adverse patient effects were reported.